Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 58 mm diameter saccular abdominal aortic aneurysm. Length of non-aneurysm aortic neck was 50 mm, proximal diameter of non-aneurysm aortic neck was 19 mm, distal diameter of non-aneurysmal aortic neck was 26 mm, diameter of right iliac artery was 12 mm, diameter of left iliac artery was 12 mm, diameter of right femoral artery was 10 mm, and diameter of left femoral artery was 10 mm. The right and left iliac arteries were mildly tortuous. Degree of circumferential thrombus and / or calcification was 0%. It was reported that an angiogram noted a type iia endoleak in the lumbar region after placement of the initial stent graft. The endoleak was reported to be small in size and was uncorrected. During the two year follow up, a CT with contrast noted a type iia endoleak in the ima. The endoleak was uncorrected. During the three year follow up, an ultrasound again noted an endoleak (type undetermined) in the proximal site. There was no reported intervention or action taken. The investigator assessment states that the event is not device related, but is related to the procedure. No clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Results: endoleak. Type ii endoleak. Unknown endoleak. Conclusions: endoleak. Type ii endoleak. Unknown endoleak.